Event description:
It was reported that the patient's pacemaker exhibited loss of capture. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review the pulse generator, manufacturer report 2017865-2023-72618, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the device.